Manufacturer narrative:
Stryker evaluated the customer's device and verified the device shut off from the device log files but was not able to duplicate it. Stryker replaced the device's battery pins as a precautionary measure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device keeps shutting off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.